Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. The customer's blood glucose was 10 mg/dl at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. The customer stated the insulin pump was not dropped or bumped. The customer stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.